Event description:
It was reported the patient fell and hit their head while troubleshooting with the pes. The patient was taken to the hospital to get checked out further.

Manufacturer narrative:
The results of the investigation into signal acquisition issues are inconclusive since the device was not returned for analysis. The reported event of signal acquisition issues was found to be resolved after a review of merlin.net logs was performed by ppe on 09apr2025. A review of the merlin logs confirmed that physiological readings were sent successfully in subsequent days after the event date, indicating that the issue was resolved. If the issue persists, a new complaint will be generated, and the event will be investigated. The reported event that the patient fell while using the device could not be conclusively investigated. Additional information about the subsequent hospital visit could not be obtained after multiple gfe attempts that were made and documented. If further information is received, a new complaint will be generated, and the event will be investigated. There is adequate instruction in the IFU on how to use the device. The steps for taking a reading section of the patient system guide cm1100 (arten600134937) instructs the patient to "if you hear, ¿shift slightly on pillow¿, check your surroundings and carefully change your body position. Small movements work best."